Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 229-252 mg/dl. Reportedly, customer changed pump supplies and successfully resumed insulin therapy.